Manufacturer narrative:
Date of death: estimated (B)(6) 2021. Date of event: estimated (B)(6) 2021. The unique device identifier (UDI) is unknown because the parts and lot numbers were not provided. Implant date: estimated. The clips remain in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The reported serious injuries referenced are filed under a separate medwatch report number. Literature: "clinical outcomes after mitral valve surgery in failed mitraclip procedures."

Event description:
This is filed to report the patient deaths. This article discusses clinical outcomes after mitral valve surgery in failed mitraclip procedures. The article concluded that results after secondary mitral valve surgery for failed mitraclip repair are acceptable, however, remaining options for reconstruction are usually limited and mitral valve replacement is often needed. Complications noted after the mitraclip procedures specifically for the mitraclip device included rehospitalization, mitral regurgitation, mitral stenosis, tissue damage, surgical intervention and patient deaths. Specific patient information is documented as unknown. Details are listed in the article, titled ¿clinical outcomes after mitral valve surgery in failed mitraclip procedures.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported death could not be determined. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. D6a - implant date: corrected from (B)(6) 2020 to (B)(6) 2020.